Event description:
It was reported the procedure was delayed for an unknown length of time due to an incomplete cement transfer. No additional adverse consequences were reported. The procedure was completed successfully with a back up device.

Manufacturer narrative:
The reported device was received for evaluation; event was confirmed during evaluation. The device was not returned to the user facility.

Event description:
It was reported the procedure was delayed for an unknown length of time due to an incomplete cement transfer. No additional adverse consequences were reported. The procedure was completed successfully with a back up device.